Manufacturer narrative:
17 pen needles affected by event. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text: device is not available.

Event description:
Medwatch file #: mw5152614. Date of event 04-mar-2024. Date of report 05-mar-2024. Lot #: 3059956 item #: 2nd gen, 32g pen needles. Comments: she has 17 defective needles from the same box that when trying to use them on her lantus solostar pens, nothing would inject from the pen (nothing comes out).